Event description:
A malfunction alarm was reported by the customer, identified as a software error, and was resettable. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again.